Event description:
The user facility reported an employee was removing a pouch from the v-pro chamber when liquid from the pouch leaked onto her right index finger. The employee also reported the biological indicator in the pouch appeared to be broken upon removal. The employee experienced whitening of her hand and felt a burning sensation. The employee ran her finger under cold water and was brought to the emergency room. The employee was given a shot in the emergency room and was released from the hospital. The user facility reported the employee is back to work with no limitations. No procedural delays/cancellations were reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the v-pro 1 plus and found the unit operating to specification. No repairs were required; the reported event could not be duplicated. Steris also conducted retain testing on the biological indicator lot subject of the reported event. The retain samples were placed in the v-pro 1 plus sterilizer, and upon completion of the cycle the samples were removed and inspected for any evidence of broken ampoules and/or leaking media. All ampoules were intact after exposure and exhibited no evidence of leakage. The employee subject of the reported event was not wearing the appropriate ppe as recommended in the v-pro 1 plus operator manual. The operator manual (6-11) states, "unload sterilization unit: steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical -resistant gloves when using the sterilization unit." In addition, the operator manual (1-2) states, "danger -chemical injury hazard: any visible liquids in the chamber must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." The account manager for the facility extended multiple offers of in-service for proper operation of the v-pro 1 plus sterilizer however the user facility has not responded. The unit was installed in (B)(4) of 2010 and is currently under a steris service contract. Prior to the event, steris performed a pm on october 25, 2013 at which time the unit was confirmed to be operating to specification. No further issues have been reported.